Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that central line noticed to be snapped at blue hub (medial lumen) following pressure area care. Line possibly caught on glide sheets (which covers whole length of patient) while turning patient and/or during sliding movement. Not noticed to be caught or stretched at time of maneuver. Line immediately clamped, cleaned and covered to prevent air ingress/infection. No patient injury reported as a result of this issue. The device was replaced.

Event description:
It was reported that central line noticed to be snapped at blue hub (medial lumen) following pressure area care. Line possibly caught on glide sheets (which covers whole length of patient) while turning patient and/or during sliding movement. Not noticed to be caught or stretched at time of maneuver. Line immediately clamped, cleaned and covered to prevent air ingress/infection. No patient injury reported as a result of this issue. The device was replaced.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, separated, blue medial luer hub and a stopcock for analysis. Visual and microscopic examination revealed that a portion of the extension line was still inside the luer hub. No other defects or anomalies were observed. Visual analysis could not be performed on the rest of the catheter as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that customer returned a separated medial luer hub. A portion of the extension line was still stuck inside the luer hub. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined without the rest of the catheter returned to analyze. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that central line noticed to be snapped at blue hub (medial lumen) following pressure area care. Line possibly caught on glide sheets (which covers whole length of patient) while turning patient and/or during sliding movement. Not noticed to be caught or stretched at time of maneuver. Line immediately clamped, cleaned and covered to prevent air ingress/infection. No patient injury reported as a result of this issue. The device was replaced.